Manufacturer narrative:
Initial.

Event description:
It was reported that the user, operating an ilet system with an inset 23 in infusion set due to a component shortage, experienced increased insulin use and frequent high blood glucose after the switch; the user denied site or tubing issues and also reported discontinuation of an unspecified diabetes medication. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included telephone troubleshooting and user education, with direction to consult a healthcare professional to differentiate between infusion site performance and the impact of medication discontinuation. Investigation of this case revealed no device alarms, no reported infusion set or tubing malfunction, and no confirmed device malfunction, while a concurrent therapy change could contribute to elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.